Event description:
It was reported that a spectrum pump took "twice as long to infuse" during chemotherapy in the oncology unit. The log was reviewed and there were multiple alarms for upstream occlusion, downstream occlusion, and air in line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. There is currently an open field action (fa-2021-056) associated with reinforcing proper IV line setup and detection of upstream occlusion for spectrum pumps that is potentially associated with the reported event. Should additional relevant information become available, a supplemental report will be submitted.